Event description:
The pt2 support wire fractured in the distal circumflex coronary artery. The doctor inserted the snare to remove the guide wire, which was successfully removed from the coronary artery. There was no harm to the patient.